Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Biomed called to report intellivue mp5 stating that the device will not display spo2 measurement. The biomed confirmed measurement is turned on and has tried a known good spo2 cables but is unable to get any of them to light up. Customer does not have access to support tool. Request bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was not displaying spo2 measurement. All other parameters were working and there was no error or inop messages. The device was in clinical use at time of event, no adverse event was reported.